Event description:
Shocking lead impedance was noted to be out of range and increased from 45 ohms to over 150 ohms. Capture, sense and pacing impedance were all within range. Additional information was received indicating that this patient is scheduled for a procedure to replace this lead later this month. Should additional information become available, this event will be updated.